Event description:
The customer reported (B)(4) lot h11c31030 that the clamp got damaged. The sample is not available. Patient injury and medical intervention were not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4).the sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. Root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.